Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the fenestrated bipolar forceps instrument was not responding to commands. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified on 24-sep-2025 and was related to the 6 mm fenestrated bipolar forceps having non-intuitive movement. The issue occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer (hrsv), while surgeon was attempting to manipulate instruments from the surgeon side console (ssc). No fragments fell inside the patient. The procedure was completed with no patient injury nor delays.